Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a bubbled and torn downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Submission failed on 18-feb-2025 due to an internal error. D3: correction. H3: one device was returned for repair with complaint that there was a problem with the downstream occlusion (dso) seal. Review of event log found no errors related to the complaint. There were no reported previously services. Visual/functional testing was performed. During the visual inspection it was found the dso seal was degraded, confirming complaint. The dso seal was replaced.